Manufacturer narrative:
Case (B)(4). The device was evaluated on (B)(6) 2017. Upon evaluation, the complaint was confirmed. It was identified that cable had begun to break and was frayed. This deficiency was found post-sterilization. There was no reported patient involvement.

Event description:
On (B)(6) 2017, it was identified that the hercules 3 universal stabilizer arm was broken. Per the customer, the device did not fail during a procedure. The device was identified as not working by the sterilization department. There was no reported patient involvement.